Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the replacement date had been scheduled for around (B)(6) 2023. It was reported the rep did not have information regarding the resolution of the event at this time. It was confirmed the previous pump replacement was due to normal battery depletion.

Manufacturer narrative:
Continuation of d10: product ID 8702 lot# serial# unknown product type catheter product ID 8731sc lot# serial# unknown product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The event was not yet resolved. Replacement of the pump and catheter was planned to occur approximately (B)(6) 2023.

Event description:
It was reported that the previous pump was replaced and afterwards the patient suffered from withdrawal symptoms of increased spasticity. It was reported the initial catheter was an 8702 as noted on the report of the previous pump. The environmental/external/patient factors that may have led or contributed to the issue was when they opened the patient, there was a strange connection between the 8702 and a catheter that looked like an 8731sc. It was reported there were no leaks visible in the connection, so the surgeon decided to connect directly to the new pump. It was reported there were no changes of the programming settings for the drug, concentration and dose. The diagnostics/troubleshooting performed was the surgeon did the medical procedure for withdrawal symptoms and in order to be sure of the concentration, she decided to empty the pump and the volume emptied was the same as what was showing on the programmer. The surgeon filled the pump again with a 2000 mcg/ml concentration. It was reported the patient was still being monitored. T he actions/interventions taken to resolve the issue was a surgical procedure will be done in order to change the catheter and pump. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight, age and medical history were asked and will not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8702 serial# unknown product type catheter. Product ID 8731sc serial# unknown product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8702, serial# unknown, product type: catheter. Product ID: 8731sc, serial# unknown, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the pump and catheter had not been replaced yet. As the pump was not replaced yet, the cause remains unknown. The withdrawal event had resolved. The planned replacement date was (B)(6) 2023.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 crf 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported pump and catheter were not replaced on (B)(6) 2023 as planned. It was reported the patient was stable and the pump was functioning and had no problems. The issue was resolved at the time of this report.

Event description:
It was reported that the previous pump was replaced and afterwards the patient suffered from withdrawal symptoms. It was reported the initial catheter was an 8702 as noted on the report of the previous pump. The environmental/external/patient factors that may have led or contributed to the issue was when they opened the patient, there was a strange connection between the 8702 and a catheter that looked like an 8731sc. It was reported there were no leaks visible in the connection, so the surgeon decided to connect directly to the new pump. It was reported there were no changes of the programming settings for the drug, concentration and dose. The diagnostics/troubleshooting performed was the surgeon did the medical procedure for withdrawal symptoms and in order to be sure of the concentration, she decided to empty the pump and the volume emptied was the same as what was showing on the programmer. The surgeon filled the pump again with a 2000 mcg/ml concentration. It was reported the patient was still being monitored. The actions/interventions taken to resolve the issue was a surgical procedure will be done in order to change the catheter and pump. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight, age and medical history were asked and will not be made available.

Manufacturer narrative:
Concomitant medical products: product ID: 8702; product type: catheter; product ID: 8731sc; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8702; product ID: 8731sc. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.